Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button was non-functional. The cause of the inability to activate the monitor is the non-functional response buttons. The root cause of the non-functional response buttons cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's response buttons would not activate the monitor.